Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility. Additional information received that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 543289.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the reported allegation that the patient had difficulty charging the ipg after a lead revision procedure. Was confirmed. Despite multiple attempts, the ipg still failed to communicate. The investigation confirmed that the application-specific integrated circuit (asic) chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by the exposure to electrocautery.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility. Additional information received that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator paddle lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.